Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint and according to the additional information gathered, the system malfunctioned during a diagnostic procedure. The procedure was completed by restarting the system. A philips remote service engineer (rse) inspected the system remotely and identified the system could no longer take pictures and the host pc was unable to communicate with image processing pc (ip-pc). Analysis of log file showed that frontal ip-pc failed to boot up and exposure was not possible due to disk full, possibly caused due to disk bay issue. Also, the host pc did not startup in the previous system start. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). A philips field service engineer (fse) examined the system on-site and found the basic input/output system (bios) battery in host pc had low voltage and ip-pc failed to boot up. The fse replaced the host pc, ip-pc and hard disks to resolve the issue. The cause of the host pc and ip-pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of host pc and ip-pc by the fse has resolved the reported issue and restored the functionality of the system. After replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.